Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent an endometrial thermal ablation procedure on (B)(6)2010. During the procedure, after 3-5 minutes of therapy, the pressure dropped from 150-180 down to 80mmhg. The controller made noises but never shut off. The physician manually terminated the cycle to inspect the balloon catheter. Repriming indicated no hole and the therapy cycle was begun again. The same pressure drop occurred a second time. The therapy cycle was completed at lower pressure around 80mmhg. When the balloon catheter was removed, further investigation showed a hole in the balloon catheter. There were no adverse pt consequences.